Event description:
It was reported that the trek balloon was advanced for pre-dilatation to the moderately calcified mid right coronary artery (rca). One inflation was performed at nominal pressure, then the balloon was unable to be deflated at all. The device was attempted to be retracted and resistance was encountered with the guiding catheter. During retraction of the device into the guiding catheter, the balloon became deflated. The procedure was continued, as pre-dilatation was considered sufficient. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No issues during preparation of the device were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation difficulty could not be replicated due to the condition of the device. Based on visual dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4).